Event description:
It was reported the programmer head connection is broken under the keyboard. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) evaluation summary: (B)(4) rf (radio frequency) head connector is loose; printed circuit board broken.